Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as rash and back pain. There was no alleged device malfunction contributing to the irritation. The patient¿s physician was contacted but there was no medical intervention as the physician recommended hypoallergenic electrodes which are not available. Reporting out of the abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.